Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the superior vena cava (svc) coil. Review of trends showed a rise then a return to baseline on two occasions. The rv defib coil also showed a similar pattern. The alert threshold was increased. The lead remains in use and with continued monitoring for now. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was variable. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Impedance varies on all channels (rv defib, svc, rv pace, atrial pace), all at about the same time. Alert for out of range impedance on rv defib; 101 ohms, limit = 100 ohms. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2011. (B)(4).